Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer stated that the battery had corroded inside of the pump. The customer stated that the battery cap broke off due to the corrosion and the pump display was blank. The customer was advised to insert new aaa alkaline batteries. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer was advised to call back for a replacement pump.